Event description:
Spontaneous call: patient reported that she already drew up remodulin into the cartridge, but when she disconnected the bottom portion to insert into pump, medication started to leak out from the bottom of the cartridge. Per patient, this has never happened before. Advised patient that she'll have to waste this syringe and make a new mix. No adverse event occurred. Device available for return. Exp date unknown. No other information known. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing? Resolved. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Reported to (B)(6) by pt/caregiver.